Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call compromised force sensor system. Customer advised insulin squirted out of the screen upon the fill tubing process. Troubleshooting for prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.